Event description:
It was reported that the patient¿s atrial lead was found to be dislodged and was pacing in the right ventricle inappropriately. The right atrial lead was reprogrammed to address the issue and was subsequently explanted and replaced. The patient was discharged following the procedure.